Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When the cassette was removed, it was found that the cassette had leaked all inside the cycler door. Pd rn reports that the pt has experienced no ill effects, effluent has remained clear. The sample was discarded and is not available for eval.